Event description:
It was reported that (1) device was used during a unknown procedure. It was reported by the rep that the clip applier jammed. May have opened another device to complete the case. It is unknown how the case was completed. There was no consequence to the pt.